Event description:
Philips received a complaint by the hospital medical engineer (me) on the v60 indicating an alarm indicating oxygen cannot be supplied occurred. Reported that the alarm occurred both when the unit was connected to the central piping and when connected to a cylinder. The unit kept operating when the alarm occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The hospital me reported that the phenomenon was not duplicated. The event log revealed that a diagnostic code: alarm message: oxygen not available and alarm message: high o2 supply pressure, had been recorded. Performed functional tests but no abnormality was confirmed. It is likely that the oxygen supply pressure at the hospital was too high. A part which needs replacing is none. The scheduled repair completion date is not fixed due to awaiting on an order from the customer.

Manufacturer narrative:
The service engineer reported that the oxygen not available (diagnostic code: 1208) was confirmed in the event log, but the issue was not duplicated at the repair center. Since the high o2 supply pressure (diagnostic code: 120a) had occurred just before the 1208 error code occurrence, it can be considered that the supply pressure for the high-pressure oxygen had exceeded the specification, which had made the device side stop supply of oxygen. Functional tests were performed as verification and confirmed that there was no abnormality in the device. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.